Manufacturer narrative:
Physio-control reviewed the downloaded patient record. The downloaded patient record indicates that after the defibrillator charge was completed (while the device was in the sync mode), there were no qrs complexes (which resulted in no sync markers) for approximately five seconds; then the ECG waveform became noisy/erratic with intermittent sync markers. The defibrillator charge was removed after fifteen seconds. The likely cause of the reported event was determined to be due to a change in the patient's ECG waveform which resulted in a lack of 'r' waves to trigger a synchronized shock.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not shock when it was used for synchronized cardioversion. The reported issue had according the user report, no impact on the patient outcome. No patient details were provided.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. Physio performed some unrelated repairs. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.